Event description:
It was reported that the customer was hospitalized due to high blood glucose of 598 mg/dl. It was stated that the incident was not related to the insulin pump and it was due to the customer being sick. Current blood glucose is 145 mg/dl. It was also reported that the belt clip was lost and a replacement was requested. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.